Manufacturer narrative:
Clinical review of this incident has determined that the available medical history is incomplete, based on the available information there is no evidence that the device or the disposable contributed to the death of the donor. The device was evaluated by a field service engineer and there were no defects found, the device was operating within specification. Additionally, the device was used prior to the center's notification of the donor death, the procedure was completed without any alarms or issues.

Event description:
On (B)(4) 2017 haemonetics was notified of a post-donation donor death. It was indicated that everything was fine with the donation and there were no complications during the process. The center was informed on (B)(4) 2017 by the donor's husband who stated that his wife passed away several hours after donating on (B)(6) 2017.